Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 44 mg/dl which was addressed by eating a meal. Reportedly, the cause of the low bg was due to the basal settings needing adjustment. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was verified. Additionally, based on the analysis, the alleged low bg issue could not be verified; however, a different issue was identified.